Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1695 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported that doctor placed groshong PICC line but the PICC line got broke down after placement and migrated to heart. Therefore, they removed it and patient got the new PICC line.